Manufacturer narrative:
In response to FDA report number mw5085951. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to: "capsular contractures" baker grade unknown, "implants overfilled by 200cc, extreme pain," and "breast started to hurt." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "capsular contractures, implants overfilled by 200cc,extreme pain," "breast started to hurt" and "after much research and linking implants to my declining health problems". This record is for an unknown side. Device has been explanted.